Event description:
Consumer's wife had MFR's mechanical heart mitral valve implanted in 1988. In 1995 she began to have symptoms such as weakness, blood in the urine, etc, and in 6/95 the valve was removed. The surgeon who removed the valve told the consumer that it had failed. It was sent back to the MFR and in 1/96 the consumer received a letter from the MFR stating that he would not be able to receive any monetary award because the evaluation report found nothing wrong with the valve after a visual test was conducted. Consumer said he wanted to try to settle out of court and asked his wife's surgeon for advice. The surgeon told him that he should have the valve measured by a third/neutral party.